Event description:
It was reported that patient underwent a flat foot reconstruction on (B)(6) 2013. During the procedure, the bolt/nut combination cross threaded multiple times and as a result, the bolt had to be cut off. The surgeon completed the procedure with an ace fisher frame, alps total foot system and biodrive screws.

Manufacturer narrative:
The lot number associated with this medwatch was manufactured by depuy orthopedics. Depuy orthopedics made a decision to recall the lot based on manufacturing issues that were determined as part of an internal investigation. Reference z-0508-2012. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03167 & 03179). (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.